Event description:
The customer reported the system displayed a communication error. This error will cause the system to lock up or not to boot. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and replaced the cpu associated hardware, and replaced the interconnect cable. The system operates as intended.